Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
A customer from canada reported that he purchased a contour next one meter from amazon website and the meter was reading in mg/dl instead of mmol/l. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. The returned meter was set in mg/dl. This is a parallel import issue where the meter was distributed and set with correct units of measurement for us market as mg/dl. The non-conforming meter was imported to canada by an unauthorized third party vendor. The issue occurred outside adc control. Section d4 of the initial report indicated the serial # of the suspected contour next one meter as (B)(6). The correct serial # is (B)(6).